Manufacturer narrative:
Device returned to manufacturer for further investigation. Results pending. Associated accessory device: monitor. Model # com001. (B)(4).

Event description:
Pt complained of burns from the electrodes.